Event description:
In 2009, the patient reported she is receiving occlusion errors on her insulin infusion device. She stated she received the error during a 4.2 bolus of insulin and, when she removed her infusion headset, she noticed the cannula was bent. The headset had been in use since the evening of 2009. The patient was advised to changed her headset. She did so and was able to successfully deliver her remaining bolus amount. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.